Manufacturer narrative:
(B)(4). The product was not returned for investigation. The customer submitted photo was reviewed. The reported complaint cannot be confirmed from the review of the attached photo. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "upon insertion of the guidewire into the balloon catheter. Re-sistance was noted at the proximal y end tip of the catheter" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed.

Event description:
It was reported "upon insertion of the guidewire into the balloon catheter. Resistance was noted at the proximal y end tip of the ca theter. The procedure did not proceed because of this".additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical", the customer did note that the patient's condition was critical prior to the use of the device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "upon insertion of the guidewire into the balloon catheter. Resistance was noted at the proximal y end tip of the ca theter. The procedure did not proceed because of this". Additional information states that the iab catheter was removed and not replaced. No patient injury or consequence reported. The patient's current condition is reported as "critical", the customer did note that the patient's condition was critical prior to the use of the device.